Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10 , serial# (B)(4), implanted: (B)(6) 2009, product type: extension .product ID: 3093-41, lot# v170004, implanted: (B)(6) 2009, product type: lead.

Event description:
A friend or family member of the patient reported the patient had the implant removed because it wasn't being effective anymore and also because the patient was in need of MRI's for other medical others. The caller stated the medical problem was a growth on a pt's kidney and an ultrasound was performed, but in order to identify if the growth was just a fluid filled sac or actual cancer growth the patient needed an MRI, so they had it removed. The caller stated the implant was not effective for the patient, the healthcare professional (hcp) began boxton shots on the patient. The caller stated that the implant initially did provide therapeutic relief but as time went on it became less effective. The caller stated the issue happened about 2-3 years ago.

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient¿s device had been turned off for a couple of years. It was reported the patient¿s lead was not working correctly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-41, lot# v170004, implanted: (B)(6) 2009, product type: lead. (B)(4).